Event description:
Endophthalmitis [eye infection nos]. Case description: spontaneous device report/argus n 2002095404in, loc. Ref. N iol-02-0228b-s-in. A physician reported that, in 2002 a pt underwent cataract surgery of right eye and ceeon 911a lens was implanted. Three days later, the pt experienced endophthalmitis. The pt complained of loss of vision and pain. On examination, pupil was found to have plastic membrane (plastic iridoeyelitis), anterior chamber haze, corneal haze, hypopyon, glow in posterior chamber and fundus not visible. After treatment with triamcinolone, antibiotics and steroids, the pt recovered with sequela. Fifteen days post-op the pt was still suffering from slight vitritis. Case comment: endophthalmitis is listed in the cds for cee on lens.